Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
Date of event: the event occurred on an unknown date in 2019. The actual device was not available; however a drawing of the sample was provided for evaluation. Visual inspection of the provided drawing identified the exact point where the leak was generated: the connection between transport tube and arterial dialyzer connector. The reported condition was verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, a few minutes into treatment with a gambro cartridge set, an external blood leakage was observed from the arterial dialyzer line connection. The amount of blood loss was approximately 2 ml. The blood was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.